Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of "failed flow rate test high " was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40ml for a one hour run time. The delivered amount was 41.891ml and the error percentage was at 4.727%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. M2 and m3 springs will be replaced to ensure continued accurate delivery rates.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test high(over infusion) during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.